Manufacturer narrative:
Product event summary #conclusion: (B)(4) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. In the event that the controller loses power, an internal battery will power the ¿no power¿ alarm for at least 15 minutes. Given that the patient passed away a few hours before being found, the most likely root cause of the lack of a ¿no power¿ alarm can be attributed to an extended period of time where a power source was not connected to the controller. Based on historical review of similar events, a possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that the ventricular assist device (vad) coordinator that the patient was found on the floor of her living room by her daughter, pulseless and not breathing, and neither power source was connected to the controller. It was stated that the controller was not alarming. Daughter called 911, and paramedics performed cardiopulmonary resuscitation (CPR) for 25 minutes and could not revive patient. It was further stated that the coroner pronounced the patient dead at the scene. Site does not attribute the death to a malfunction of the pump since the patient was found disconnected from both power sources. Upon emergency medical systems (ems') arrival, they stated they believed she had been dead for a few hours already, which would have explained why the controller was not alarming upon the daughter's arrival home. Autopsy was not performed; therefore, pump remains implanted and will not be returned and peripherals will be disposed of by the site. No further patient complications have been reported as a result of this event.